Event description:
The user is reporting the device did not shock a shockable rhythm during a patient use event. The patient survived.

Event description:
The user is reporting the device did not shock a shockable rhythm during a patient use event. The patient survived.

Manufacturer narrative:
Updated awareness date.